Event description:
A report was received that following a trial procedure, the patient developed fever and chills. The patient went to the emergency room and the physician chose to explant the leads. The physician ran blood work for the patient's white blood count and came back negative. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted leads were discarded by the medical facility and will not be returned to bsn for evaluation.